Manufacturer narrative:
The device was evaluated at an ous service facility. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was getting hot prior to a procedure. No patient involvement was reported.

Event description:
It was reported that the device was getting hot prior to a procedure. No patient involvement was reported.